Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product identification is uncertain the following sections could not be completed due to the part/lot information could be: lot number - 056610; expiration date - feb 28, 2011; implant date - feb 20, 2002; manufacture date ¿ feb 16, 2001. Or the part/lot information could be: lot number - 229660; expiration date - feb 28, 2010; implant date - jan 31, 2001; manufacture date ¿ feb 16, 2000. There are warnings in the package insert that state that this type of event can occur: warnings states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that the patient underwent bilateral total hip arthroplasties on (B)(6) 2001 and (B)(6) 2002. Patient underwent a right hip revision on (B)(6) 2008 where the modular head and liner were removed and replaced due to unknown reasons. Patient underwent a left hip revision on (B)(6) 2005 where the modular head and liner were removed and replaced due to unknown reasons. The patient underwent an additional left hip revision on (B)(6) 2014 due to a dislocation and femoral fracture caused by a fall. The modular head and liner were removed and replaced. Subsequently, the left hip was revised again on (B)(6) 2015 due to femur fracture. All biomet products were removed except the acetabular cup and the patient underwent a total femoral replacement with competitor products and a biomet freedom head.